Event description:
It was reported that the wake button was sticking. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.